Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "screen went all black without an image shown. The image was recoverable" and phenomenon 2 "noise appeared without an image shown" was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the methods for inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the deflectable videoscope had a noisy image. The issue was found during operation inspection. The device was inspected before use and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following was found: due to a cut on the charged coupled device cable the image noise occurred and the image could not be displayed and the monitor showed a black screen with no image, due to damage on the circuit board of the video plug section the image noise occurred and an image could not be displayed, and the electrical contact of the video plug section was shaved and the screen turned black with no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the adhesive on the bending section cover had a chip, the indication on the light guide connector was not correct, switch 1 and the video connector case had discoloration, the label on the video connector was peeled, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, and the video connector on the slave side, control unit, and the video connector had a crack. Additionally, the following had scratches: the video connector, video connector case, video connector on the slave side, light guide connector, light guide cover glass, video cable on the slave side, switch 1, lock engagement lever, right/left plate, up/down plate, grip, control unit, and bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.